Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following complications: straw turbis colored fluid; thick grayish and inflamed pseudocapsule; gross black corrosion products on both sides of the modular neck and pseudotumor.